Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 60-year-old male (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Less than an hour after the implant, the impella had an "air in purge" alarm. The purge cassette was replaced, however following the replacement, flows appeared to be saturated, high purge pressure alarm ensued, and an impella stopped alarm appeared. The impella would not restart. The complainant would like the automated impella controller (aic) investigated to rule out any issues with the console.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. D4 model number updated. F6/f8 should have been left blank. H3 has been updated to device eval completed. H6 type of investigation code 10 added.